Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was experiencing a feeling of a shocking sensation. Patient has been feeling this shocking for almost two weeks now. Patient confirmed they do not have their programmer and they believe there device is still off. Patient stated their device has been off for a while and that their an hcp from florida university confirmed a while back they had 5 years left on their battery even though patient believes they are due to have it explanted. Patient stated that while the ins was off they also mentioned that "it's not coming on". Patient described the shocking as very very painful like someone is constantly tasseling them. Patient also mentioned they can smell burning flesh coming from their butt cheeks. Patient said they cannot walk or do anything because of this feeling. Patient does not currently have a managing hcp so they were sent a list of hcps in their area to follow-up with. Patient did state that they told their primary care hcp about the issues going on. The patient was redirected to their healthcare provider to further address the issue. Additional information  from patient representative stated a day later that while they were troubleshooting there own issue. No further action was taken by patient services.